Manufacturer narrative:
One used decontaminated sample was returned for investigation without its original packaging. Under visual inspection the sample appeared to be in good condition. Functional testing confirmed the complaint as there was an air leak due to a hole in the cuff. Because the cuff leak was not observed prior use it is the most probable that reported failure occurred during tracheostomy procedure or during use due to contact with a sharp edge. A device history record (DHR) review could not be performed as the lot number was unknown.

Event description:
It was reported that use was discontinued due to a hole in the cuff which prevented air from entering the cuff. There was patient involvement, but no harm/adverse event reported.

Manufacturer narrative:
E1: initial reporter first and last name unknown. E1: initial reporter phone number unknown. E1: initial reporter occupation unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.